Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. At the time of implant, there was thrombus in the aortic neck. Vessel morphology at the time of the event was reported to be severely angulated aortic neck, 70 degree and aortic neck dilatation from disease progression. It was reported approx 48 mos post stent graft implantation, the pt was seen for a routine follow-up appointment. The CT demonstrated the stent graft had migrated on the interior side but remained stable on the anterior side to the aorta. The migration was distally with a type I endoleak resulting in aneurysm enlargement. The cause of the migration was due to severe aortic neck angulation. The phas not been treated. The pt was reported to be fine and no add'l clinical sequelae have been reported.